Manufacturer narrative:
Internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "postoperative change in medial meniscal length in concurrent all-inside meniscus repair with anterior cruciate ligament reconstruction", 1 patient had a clinical symptom of meniscus tear at 27 postoperative months after an all inside meniscus repair procedure with a fast-fix device. This patient had a minor degenerative change in the posterior segment of the medial meniscus at the time of acl reconstruction. In the primary surgery, two vertical sutures were placed across a peripheral longitudinal tear (1.5 cm) with the fast-fix. The repaired medial meniscus had good stability on probing. Complete healing of the repaired meniscus was observed by a second-look arthroscopy at 13 months. Patient outcome is unknown. No further information is available.